Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot, broken off end cap, missing end cap sticker and a protruded and loose drive support disk.

Event description:
It was reported the insulin pump had cracks on the case and the drive support cap appeared to loose. Customer did not press the drive support cap while connected. Customer was not sure what happed to the device. Customer's blood glucose was 167 mg/dl. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.